Event description:
Download data from a (B)(6) male patient revealed several battery internal resistance test failures. Zoll customer support contacted the patient and issued him a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (battery internal resistance test failures) was confirmed. Upon investigation the monitor was resetting when charging the capacitors during the battery internal resistance test. The cause for the resets was isolated to a defective u1 switching regulator on the monitor c/a board. The root cause for the defective u1 component could not be positively identified. No adverse event resulted from the defective u1 component. The patient received a replacement monitor.